Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a screen indicating that the settings value was unable to be used was displayed. It was unknown if there were any environment, external, or patient factors that may have caused the event. The output was reduced, and then it could not be increased. The group was changed, but it did not change. The remaining battery level of the ins was 40%, but it seemed that the settings value could not be used even when the ins was full a few days prior. It was noted that it would be better to check the ins at the medical institution, so the patient was asked to consult. The issue was not resolved. No symptoms were reported, and there was no health damage. Additional information was received from a manufacturer representative (rep). The patient did not consult the medical institution, however, there is a high possibility of fracture; the electrode position will be changed if there is a fracture. Additional information was received from a manufacturer representative (rep). The rep clarified that the lead was confirmed to be fractured. The patient consulted the medical institution. Reprogramming was performed using electrodes other than the disconnected one, and since reproducibility was achieved, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: g2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.